Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. At the beginning of the suture, the needle pulled off from the thread at the junction point. The needle has to be searched in the mucous tissues and was removed with difficulty. Another device was used to complete the procedure. There were no adverse consequences to the patient.